Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text: device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. Approximately three (3) years post initial procedure, during a routine follow up, it was identified that there was a proximal seal failure of the afx graft resulting in a type ia endoleak. The physician elected to fix with the implantation of a pmeg device (non-endologix) as well as extending the iliac limbs with two ovation ix extenders to gain more coverage in the iliacs. Exclusion of the endoleak was confirmed on angiogram. The patient was treated successfully and is stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. There was presence of thoracoabdominal aneurysm that is cautionary product use. It is unclear if this contributed to the reported event. It was reported that it was suspected that the type ia was chronic, and the patient had been lost to follow up which is also cautionary product use. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 9.1mm and bilateral type ib endoleak occurred that was not included in the event as reported. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported as discharged home on postoperative day seven in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.